Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms. This ICD displayed a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This ICD system remains in service at this time. The field representative will update at a later time. No adverse patient effects were reported. Additional information was received that in clinic testing was performed which did not reveal any observations. Ts and the field representative discussed that the recommendation is to replace this ICD and rv lead. The rv lead was implanted in 1999. The field representative questioned if a previously abandoned lead could be contributing in which ts noted it could however there is no way to prove this at this time. This ICD and rv lead remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms. This ICD displayed a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This ICD system remains in service at this time. The field representative will update at a later time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms. This ICD displayed a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This ICD system remains in service at this time. The field representative will update at a later time. No adverse patient effects were reported. Additional information was received that in clinic testing was performed which did not reveal any observations. Ts and the field representative discussed that the recommendation is to replace this ICD and rv lead. The rv lead was implanted in 1999. The field representative questioned if a previously abandoned lead could be contributing in which ts noted it could however there is no way to prove this at this time. This ICD and rv lead remain in service. Additional information was received that this patient had previously been inappropriately shocked while they were interacting with wires and electrical items. The health care professional (hcp) attempted to perform a manual capacitor reformation and the code 1004 appeared again. The physician and this patient is aware and understand this device may be compromised however they both are electing to not replace at this time. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.